Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's father called in to report high blood glucose levels and a button error alarm. The customer's blood glucose level was 400 mg/dl. The customer treated with a manual injection. The caller stated the insulin pump may have gotten wet from the rain. The caller stated he did not have the device serial number and would call back to provide it later. Nothing was replaced or returned.